Manufacturer narrative:
The service personnel discovered that the buffer to feeder valve (vl327) was found to be defective allowing diluent/cleaner reagent to flow into the feeder chamber (vc327) from the buffer chamber (vc330). Vl327 was replaced, resolving the issue. The instrument was verified with daily check results recovering within limits and platelet backgrounds recovered within the expected range. (B)(4).

Event description:
The customer reported an increased platelet background failure during the daily checks when using the unicel dxh 800 coulter cellular analysis system. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.